Event description:
The patient of unknown demographics and medical history experienced late stent thrombosis of a cypher stent. No clinical / procedural details were available. All that is known is that the stent was implanted in his lad and plavix was prescribed for 3 months. Approximately 6 months post-stenting, he suffered late stent thrombosis resulting in myocardial infarction.

Event description:
Customer claims while in use with a patient there's zipper damage to the right side panels; the pull tab slider and teeth are missing. Tears on the canopy netting. There was no patient injury reported.

Manufacturer narrative:
The stent could not be returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. Stent thrombosis is a potential adverse event associated with coronary artery stenting. After review of the limited information available, it is not known what factors may have contributed to the event.

Manufacturer narrative:
Additional medical records were received on 3/18/2010. Information contained in the cardiac catheterization report of (B) (6) 2006 indicated that ¿at the outflow to the stent the note is made of diffuse amount of spasm as well as suggestion of thrombosis at the outflow to the stent¿. Information contained in a legal file and the patient¿s medical records indicated that the patient experienced a coronary artery spasm leading to myocardial infarction, stent thrombosis and cardiac arrest. The patient¿s medical history is significant for laparotomy for unspecified bowel problem, smoking, bronchitis and prior evaluation for rheumatologic disorder. The patient was diagnosed with hyperlipidemia at the time of the stent implant. The patient had a 3.0mm x 18mm cypher stent implanted in the proximal left anterior descending artery for an unknown indication. At the time of implant, the patient also had an 80% ostial lesion in the first diagonal (dx) which was also jailed when the cypher stent was implanted. This is an expected outcome when implanting a stent that involves a sidebranch. There was no disruption in flow and the ostial lesion was balloon angioplastied with a residual 20 % stenosis. Approximately one month later, he presented with a high-grade spasm involving the outflow of the stent. Approximately six months after the index procedure, the patient was hospitalized with abdominal symptoms and an ileus. He also experienced ventricular fibrillation arrest with sudden cardiac death requiring cardiopulmonary resuscitation, cardioversion, and pressors and was diagnosed with a non-q wave myocardial infarction. Urgent catheterization demonstrated high-grade spasm at the outflow of his previously placed stent. The area was treated with angioplasty and intracoronary nitroglycerin. He was extubated approximately 10 days after the initial presentation and subsequently had a 2.5 x 16mm taxus stent implanted at the inflow and a 2.75 x 12mm taxus implanted at the outflow of the cypher stent since he had two prior demonstrated episodes of high-grade spasm involving the outflow of the previous stent. He was prescribed 325mg of aspirin for six months, a calcium channel blocker, and nitrate therapy, and was placed in cardiac rehabilitation. Coronary artery spasm, stent thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. A coronary vessel spasm is typically a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the heart muscle. This may lead to chest pain, mi (myocardial infarction) or even thrombosis. Unlike typical angina, coronary vessel spasms usually occur at rest. Coronary spasms most often occur in people with risk factors for heart disease, like smoking, high lipids and hypertension. Spasms may be triggered by tobacco use, exposure to cold, extreme emotional distress and use of illicit drugs. Treatment of spasms may include medications such as nitrates, calcium channel blockers and 1-arginine, which may reduce the risk of reoccurrence. Review of the information suggests that patient factors may have contributed to the reported events.